Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl and "passed out"; cause was not known. Customer's family member called ambulance and customer went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 9 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.